Manufacturer narrative:
An event regarding crack/fracture involving a duracon baseplate was reported. The event was confirmed. Method & results: analysis of the returned component determined that the tibial base plate was fractured due to fatigue failure. No further information could be determined about the initiation of the fracture. The approximate fracture origin location was at the intra-condylar notch and the fracture propagated in an outward direction. No material or manufacturing defects were observed on the device features examined. Insufficient medical records were received for clinician review. The reported device was accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: analysis of the returned component determined that the tibial base plate was fractured due to fatigue failure. No further information could be determined about the initiation of the fracture. The approximate fracture origin location was at the intra-condylar notch and the fracture propagated in an outward direction. Insufficient medical records were received for clinician review. The cause of the event cannot be determined without further information such as x-rays, operative reports, patient history and follow-up notes. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that due to instability and loose component item ref (B)(4) / lot 01162jatt was removed from patient. During the removal the surgeon realized that item had been broken into two pieces.

Event description:
It was reported that due to instability and loose component item ref 6632-3-415 / lot 01162jatt was removed from patient. During the removal the surgeon realized that item had been broken into two pieces.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.